Event description:
The customer reported getting a pacer malfunction.

Manufacturer narrative:
The customer reported getting a pacer malfunction. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.